Event description:
During a standard treatment a dental electrical handpiece got hot and burned a pt on cheek to the size of the backcap. Pt did not get any kind of medication.

Manufacturer narrative:
During a standard treatment a dental electrical handpiece got hot and burned a pt on cheek to the size of the backcap. Pt did not get any kind of medication. The analysis did show that bearings have been gritty and the head was dented. This caused the back cap button to stick in causing the head to heat up. Handpiece is running out of spec. A visual and functional inspection of the handpiece is required by the user instruction prior to each treatment and is hence mandatory. Reported due to the 2 year presumption rule.